Event description:
It is reported the patient was revised due to dislocation.

Manufacturer narrative:
The returned poly liner exhibits damage to the constraining tabs and notches that accept the constraining ring. Damage is seen on the outer diameter under the anti rotation feature. Damage is also seen on the inner and outer diameters of the constraining ring. The observed damage on the ring could not conclusively confirm if this was due to component impingement or occurred during extraction of the device. Dimensional measurements of the ring are conforming to print specifications where measured. Device history records for the lot code associated with the constrained liner was reviewed. No deviations or anomalies were noted in the manufacturing process. The device was cmm inspected. It could not be verified if the constrained liner was used with a compatible head and stem. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the complaint history indicated no prior complaints for the part-lot combination associated with the constrained liner. Information provided by the sales representative, indicated that the patient has a long history of narcotic abuse and was impaired at the time of dislocation. The sales representative obtained information from the surgeon and stated that the patients lack of compliance was the source of her multiple dislocations in the past, creating the need for the constrained liner that failed. Based on the information provided a specific cause for the reported issue could not be determined with certainty.

Manufacturer narrative:
This report will be amended when our investigation is complete.